Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one cto recanalization catheter was returned for evaluation. During the visual evaluation, material separation was noted between the outer catheter and distal tip. Therefore, the investigation is confirmed for the identified material separation issue. However, the investigation is inconclusive for the reported leak issue as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported leak issue and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. (Expiry date: 04/2023).

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion in the superficial femoral artery, saline was allegedly found to be leaking from the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient injury.